Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified elastomeric devices had ruptured balloons and leakage at the fill port. This was discovered during multiple steps. There was no patient involvement. No additional information is available.